Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, seven months and twenty-six days following the implant of this transcatheter bioprosthetic valve ((B)(4)), worsening shortness of breath was reported, after the diuretic was held secondary to increase in creatinine. Two days later transesophageal echocardiogram (tee) showed severe transvalvular regurgitation. Congestive heart failure (chf) was determined to be due to progressive transcatheter bioprosthetic aortic valve insufficiency and mitral regurgitation with longstanding cardiomyopathy. The patient's weight increased by seven pounds from baseline. Intravenous diuretic was administered, and the patient's weight dropped to target weight. Three years, eleven months and three days following the implant of the valve, death occurred due to heart failure. No autopsy was performed.